Event description:
Patient reported that he discontinued use of the device in 2004. He indicated that he had experienced erratic blood glucose (40 mg/dl - 500 mg/dl), since 2003. Patient stated that he believes the device did not deliver the proper amount of basal insulin.